Event description:
Patient 2 of 2. Healthcare professional reports cut while using direct check quality control. The user was not using the protective sleeve at the time of the incident. Customer provided counseling regarding bloodborne pathogens and to retrain on use of protective sleeve. No report of serious injury. Unspecified treatment was provided. Medical safety data sheet was provided to customer.

Manufacturer narrative:
(B)(4). Method: device history record reviewed for ncmr. No product returned. Result: record evaluation completed. Product met all release criteria. Conclusion: user error may have contributed to alleged event. The directcheck protective sleeve is provided as a means to reduce probability of cuts. The instructions for use indicates use of protective sleeve is required when control vials are activated. Itc has requested all data required for form 3500a.